Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a hip procedure, the waxed tip of the fast-fix 360 was a ball and could not be passed through the knot pusher. Anchors were removed from the patient. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by reporter states that the t implants of the fast-fix were not removed from the patient and the procedure was completed with a back-up device. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.